Event description:
It was reported that the female connector was separated from the mainbody of a minicap transfer set. This occurred during disconnection from peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of the manufacturing report number 1416980-2022-02360. All relevant information will be captured under 1416980-2022-02360. Should additional relevant information become available, a supplemental report will be submitted.